Event description:
It is reported that the catheter was inserted to patient on (B)(6) 2012. On (B)(6) 2012, as the resistance was felt during infusion, flushing was conducted. Distal part blue lumen was ruptured during flushing. After confirmation of this rupture, emergency treatment was conducted by using kelly and catheter was removed from body. Re-operation was conducted on (B)(6). Additional information: patient is experiencing a fungal infection which the family and hospital are associating with the ruptured catheter and subsequent surgical procedure to remove the device. After about 10 days from the re-operation, fungi was found in the patient's blood that flows to the heart. As a result of it, patient could not receive medication on time.

Manufacturer narrative:
The complaint of a burst in the blue lumen was confirmed, and the cause appears to be use related. The product returned for evaluation was a 12.5fr triple lumen hickman catheter. Residual material was seen throughout the sample. The white and bluer luer adaptors contained a yellow discoloration. Blue sutures were tied around the distal portion of the catheter, approximately 0.6cm and 1.0cm from the distal tip. The overall length of the catheter (measured distally from the trifurcation) measured approximately 15.2cm. A "c" shaped longitudinal split was observed extending 0.6-1.6cm proximal to the bifurcation on the blue extension tubing. The sample was patent to infusion using water from a 12cc syringe, with a large leak emanating from the split site. The split region had tensile weakness. Microscopic examination of the cross-sectional area of the split site revealed a smooth and glossy surface. These characteristics are indicative of a burst in the catheter due to over pressurization. The IFU advises the following precaution to avoid device damage, "infusion pressure greater than 25 psi (172 kpa) may damage blood vessels and viscus and is not recommended. Do not use a syringe smaller than 10 ml!" An lhr is not possible, as no manufacturing lot number information has been provided by the complainant.